Manufacturer narrative:
Qn# (B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. A dimensional inspection was not required as part of this investigation. A functional inspection was not required as part of this investigation. No failure mode identified. The device is a simple disposable electrode. The complaint description also details additional devices including a bovie pencil and a switch which connects to and provides current to the electrode.

Event description:
Second degree burn oral commissure. Insulated bovie electrode needle inserted into bovie covidien pencil, despite incomplete insertion of the bounce electrode in the bovie pencil a complete circuit existed. Limited topical treatment.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Second degree burn oral commissure. Insulated bovie electrode needle inserted into bovie covidien pencil, despite incomplete insertion of the bounce electrode in the bovie pencil a complete circuit existed. Limited topical treatment.